Event description:
Pt fell and fractured the left femur. A 95 degree dcs plate and fifteen screws were implanted on 1/29/96. In october of 1997, it was noted that the plate had broken. The plate was replaced in december of 1997.